Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the patch resulting in inner lumen deflation. The cause of the tear could not be determined.

Event description:
Deflation resulting in explantation

Event description:
Alleged deflation.